Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence. The plaintiff underwent additional surgery. The plaintiff also allegedly experienced leaking large amounts of urine and urinary tract infection. Furthermore, it was reported that the plaintiff died. No cause of death was reported.